Event description:
It was reported that the autopulse platform displayed a fault 08 (motor controller fault detected) message. Customer indicated that they used a new autopulse lifeband and a fully charged autopulse nimh battery but the platform did not provide compressions. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2015 for investigation. Investigation results are as follows: visual inspection of the returned platform was performed and found no visible or physical damages to the device. A review of the platform's archive data was performed and found no user advisory (ua) codes on the reported event date of 06/17/2015. However, multiple ua 8 (motor controller fault detected) codes were seen on (B)(6) 2015, thus confirming the customer's reported complaint. The reported ua 8 message was also duplicated during functional testing of the returned platform. The platform stopped compressing multiple times during the run-in test with a large resuscitation test fixture (lrtf) due to a ua 8 message. Further inspection determined that the cause was a defective drivetrain motor. Based on the investigation, the part identified for replacement was the drivetrain motor. In summary, the customer's reported complaint of the autopulse platform displaying a ua 8 message was confirmed through review of the platform's archive data and was also replicated during functional testing. The root cause was determined to be a defective drivetrain motor. After replacement of the drivetrain motor, the platform successfully passed all final functional testing.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.